Event description:
It was reported that the pt's pair of subcutaneously placed leads experienced impedance readings greater than 10,000 ohms. The amplitude was increased to 1.5 volts. Some electrode pairs, then, had impedance readings greater than 20,000 ohms. The amplitude was then increase to 3.0 volts. Some electrode pairs had impedance readings greater than 40,000 ohms, and some electrode pairs had impedance readings in the 20,000 ohms range. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).